Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that failure code 810:11 occurred. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.